Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D10: medical products: shell porous with cluster holes 56 mm o.d.; catalog#: 00-6200-056-22; lot#: 60925217 liner standard 32 mm i.d. For use with 56 mm o.d. Shell; catalog#: 00-6305-056-32; lot#: 60891037 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset; catalog#: 00-7711-009-00; lot#: 60921281 bone screw self-tapping 6.5 mm dia. 20 mm length; catalog#: 00-6250-065-20; lot#: 60897257 therapy date: unknown. Additional information was received on sep 20, 2021. Additional: a4, b7, d10 correction: b4, b5, d4, g3, g6, h2, h10. The manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and subsequently, the patient was revised due to pain and corrosion. During revision surgery biolox head was implanted, after first revision surgery the patient continues to experience pain and discomfort.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6 correction: d1, d2, d4, b4, b5, g3, g6, h10. Review of event description: it was reported that the patient had an initial right hip arthroplasty performed on (B)(6)2008. Subsequently, on (B)(6) 2019, the femoral head was revised to a biolox option head and the insert was replaced due to pain and corrosion (covered in (B)(4)). Legal documents state that despite undergoing revision surgery, the patient continues to experience pain and discomfort. Review of received data: - revision report from (B)(6) 2019: diagnosis: mechanically assisted crevice corrosion, right total hip arthroplasty with concordant symptoms. Treatment: revision, right total hip arthroplasty, posterior approach, both components. Bone defect: none appreciated. There was a slight ring of necrotic bone along the proximal femur at the level of the prosthesis, femur junction. Components: the femoral component was a biolox option head size 36 mm -3 with 12/14 titanium revision sleeve. The acetabulum was revised to a 56 mm locking ring and 56 mm od, 36 mm ID, 3.5 mm offset crosslinked polyethylene liner. Findings: there was marked blackening of the trunnion going below the femoral head posteriorly. Flakes of blackened material were evident in the joint. The femoral head was well fixed at the trunnion, but after removal of the femoral head with several sharp blows of the mallet, there was significant goldberg grade IV discoloration of the trunnion and bore of the femoral head consistent with corrosion and/or fretting. The trunnion itself did not appear significantly damaged so as to need removal of the femoral component. The locking ring of the polyethylene was not stuck and moved freely, but I did change it because we have had issues with the locking rings changing after years of service in other patients. The acetabulum component was discolored in its weight bearing portion including posteriorly at the level of the superior aspect of the joint and in the joint surface itself. This is consistent with slight wear and oxidation, I do believe. There were a few areas of specks of black material in the polyethylene itself. There did not appear to be gross deformity of the polyethylene or locking ring and there was a very small area of eburnation posteriorly superiorly along the opening of the acetabular component. Procedure: using the zimmer option protocol, a 36 mm -3 head was impacted with a single sharp blow and the locking mechanism found to engage. The hip was reduced. Overall, the leg length was restored and increased by 1-2 mm. The patient had excellent flexion and internal rotation as well as hyperextension and external rotation. There is no evidence of impingement or instability, particularly after the capsule was debrided anteriorly superiorly. - all other medical records obtained do not contain information relevant to the case because they cover the period before the revision surgery. - patient data: (B)(4)., female, born (B)(4)1952 product evaluation: - the device is implanted; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. - DHR review: review of the device history records could not be performed due to missing lot number. Conclusion: it was reported that the patient had an initial right hip arthroplasty performed on (B)(6)2008. Subsequently, on (B)(6) 2019, the femoral head was revised to a biolox option head and the insert was replaced due to pain and corrosion (covered in (B)(4)). Legal documents state that despite undergoing revision surgery, the patient continues to experience pain and discomfort. There is no medical data that confirms the reported event. Therefore, due to significant lack of information a detailed investigation could not be performed; nevertheless, based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the data given, it is possible that the patient continues to experience pain due to her history leading up to the revision surgery on (B)(6) 2019. Nonetheless, based on the given data, the reported event could not be confirmed nor could a cause be identified. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Concomitant medical products: shell porous with cluster holes 56 mm o.d.; item#: 00620005622; lot#: 60925217. Unknown liner; item#: unknown; lot#: unknown. Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standard offset; item#: 00771100900; lot#: 60921281. Bone screw self-tapping 6.5 mm dia. 20 mm length; item#: 00625006520; lot#: 60897257. Therapy date: unknown. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the right side and post this surgery the patient started experiencing pain and discomfort.